Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump date was inaccurate. Reportedly, the date was "off by one day". Contact stated they may have accidentally changed the date. Tandem technical support guided the contact through adjusted the pump date. Customer's blood glucose level was not impacted.